Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) which did not convert the rhythm. Therapy was exhausted as a result. There was also oversensing which did not lead to asystole. The device programming was changed in an attempt to alleviate this issue from occurring again. To date, no adverse patient effects have been reported.